Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A field service engineer confirmed that the user restarted the station to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had communication issue. The customer stated that the device was not recognized on the communication bus and, it was restarted to recover, but the drawer remained unresponsive and would not open. The customer reported that the user was unable to remove the medication.there were no adverse events or injuries reported based on this incident.